Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Result: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Additionally, customer samples and retention samples were selected for evaluation, and the customer's indicated failure mode was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® est z (no additive) plus blood collection tubes were coring, no report of medical interventions or serious injury.

Manufacturer narrative:
Corrected to exempt.